Manufacturer narrative:
Fluid was found to leak from a tear on the right side of the exposed portion of the soft cannula. The observed cannula tear is confirmed as the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin. As treatment, a new pod was applied. The device investigation observed a cannula damage and fluid leakage during testing.